Event description:
This is a report of a patient who experienced a myocardial infarction (mi) and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the mi was unknown and treatment for the event was not reported. It was reported that the patient presented to the emergency room with shortness of breath and on the same day, while still in the emergency room, the patient experienced an acute mi and passed away. The cause of death was reported to be due to mi. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.